Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that their insulin pump had multiple pump error. The customer¿s blood glucose level was 9.3 mmol/ l at the time of the incident. It was reported that there were pump errors whilst watching television. There was the motor arm cannot communicate with the main arm and software error. The customer was able to complete pump rewind. The error table does not indicate the pump should be replaced. Self-test passed. The customer was advised to monitor the pump. The customer would like this pump to be replaced as it was a loan pump. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump passed the self test and displacement test. However, pump error 4 and 53 alarm found in the pump history due to software error.